Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/17/2015 with the following findings: there was evidence of call service (cs 064) alarms observed in the black box history. The pump was exercised for 24 hours and the complaint was not duplicated. Unrelated to the original complaint, the battery compartment was cracked and the audio bolus button cover was missing. The pump case was removed and there was moisture damage found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.